Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion sets do not adhere to their body and their blood glucose has been going up to 200 mg/dl. Customer's blood glucose was 202 mg/dl at the time of incident. Troubleshooting was declined by the customer as it was indicated that their blood glucose went down after a set change. The customer was advised that the device would be replaced and agreed to return the product for analysis.